Event description:
During laparoscopic tubal ligation sims retractor was placed into the anterior cervix and with a tenaculum the posterior cervical lip was graft. The tenaculum tore through the tissue causing a laceration of the posterior vaginal wall close to the cervical vaginal junction approx 2cm which caused bleeding. The laceration was repaired using a 2-0 vicryl with interrupted sutures.